Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl at the time of incident and other relevant blood glucose level was 131 mg/dl and 503 mg/dl. Customer was using insulin pump system within 48 hours of reported event. Customer was treated with manual injection. Customer did not allege insulin pump was under delivering. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's instructions. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.